Event description:
Patient contacted dexcom technical support on (B)(6)2015 to report an intermittent out of range signal on (B)(6) 2015. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(4) 2015 and confirmed the reported event of intermittent out of range.